Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed and squirted out insulin during the manual prime. The drive support cap was protruded. The customer did not recall the blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed and was unable to perform basic occlusion, occlusion, prime, excessive no delivery, displacement test due to detached endcap. However, the insulin pump passed self-test, a21 test and all operating currents measurement were normal. The drive support disk was inspected and no anomaly noted. The reservoir does stay locked into place properly. The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and stained end cap sticker.